Event description:
Fixture removal surgery due to bone resorption. No clinical signs reported. The procedure took place on (B)(6) 2024.

Manufacturer narrative:
Fixture removal surgery due to bone resorption. No clinical signs reported. The procedure took place on (B)(6) 2024.